Manufacturer narrative:
Additional information (07-sep-2021:) siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data log and requested return of a patient sample for internal investigation. No product non-conformance was identified with the tnih assay or dimension exl analyzer. The sample sent to siemens was processed with both the dimension exl tnih and dimension tni assays in the siemens technical support laboratory. The sample results were elevated with the tnih assay and also elevated with the tni assay. An aliquot of the sample was pre-treated with a heterophile blocking tube (hbt). The difference between the pre-treated sample and the untreated sample was 10%. This is not consistent with heterophilic interference but does not rule out heterophilic interference. The samples were then diluted 1:5, 1:10 and 1:20. The samples did not produce linear dilution results. This is indicative of non-specific binding such as autoantibodies, heterophilic antibodies or immune complexes. The potential cause of the event could be a patient specific non-specific binding interferent. The dimension tnih instructions for use states the following: "patient samples may contain cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00173 was filed 30-jul-2021. Mdrs 2517506-2021-00174 and 2517506-2021-00175 were filed for the same event. MDR supplements 2517506-2021-00174 supplement 1 and 2517506-2021-00175 supplement were filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2021-00174 and 2517506-2021-00175 were filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant, falsely elevated high-sensitivity troponin I (tnih) patient result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm system. The discordant result was reported to the physician. The result was questioned after the customer processed the same sample with an alternate methodology on a non-siemens instrument and a lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient tnih result.